Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer's insulin pump had multiple motor failures and over delivers insulin. The customer also mentioned constant hypoglycemic events, but did not provide details. Attempts to reach out the customer were made. No significant event leading up to the incident was mentioned.